Event description:
Additional information was received which noted that the rv lead exhibited noise, oversensing, pacing inhibition, and decreased impedance measurements. The patient was not feeling well. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.